Manufacturer narrative:
No files attached.

Event description:
Revision surgery was needed for two proximal screws that migrated away from the plate ("pulled out"). Plate was left intact, screws were replaced, and an additional plate was added. Surgeon reported patient did not follow post-operative instructions. No delays or patient impact were reported.